Event description:
The physician attempted an arteriotomy closure using two starclose device after an unknown procedure. The devices were difficult to remove and the physician attempted to remove them, unsuccessfully, using "gently pressure". He decided against applying more pressure and the devices were removed by surgical cut-down. Closure was achieved with surgery. The patient had no complications and was discharged as expected. No additional information is currently available.

Manufacturer narrative:
The device was received. Investigation is not complete. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.